Event description:
In constant pain, much worse than before surgery. Reporter never thought it could get this bad. Reporter's bite is not stable and is constantly changing. Jaw muscles are never at rest. Extreme fatigue, resting 20 hours a day. Experiencing numbness in fingers and arms. Reporter has no appetite and has lost 30 lbs. Since surgery. Only able to eat soft foods. Unable to work. If this doesn't get better reporter thinking of ending their life.